Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during a routine follow-up, the left ventricle (lv) lead was observed to be broken. The lead was explanted and replaced. No adverse patient effects were reported. Additional information: several efforts were made to confirm the exact date of implant, and whether the device would be returned; however no further information was received.

Manufacturer narrative:
A request has been made for the lead to be returned for analysis. No response has been received at this time. Should additional information be received, this report will be updated.

Event description:
It was reported during a routine follow-up, the left ventricle lead was observed to be broken. The lead was explanted and replaced. Efforts have been made to obtain more details related to this event, however no further information has been received from the field at this time.